Event description:
A customer technical advocate (cta) was contacted with regard to a suspected low hemoglobin result that was reported out of the lab and a pt was subsequently transfused with 2 units of blood based on the low result. The results from the cell-dyn 3500 sl analyzer are transmitted to an interim computer and then to a laboratory information system (lis). The customer reports results from the lis. A review of the data indicated that a hemoglobin result of 7.9 g/dl was reported and incorrectly assigned to the pt that was transfused based on this result. A post-transfusion sample yielded a hemoglobin of 15.0 g/dl. It was noted that the hemoglobin of 7.9 g/dl that was reported appeared to be that of the low control instead of the next pt sample in the sample loader which yielded a hemoglobin of 12.3 g/dl. No further impact to pt management was reported.

Manufacturer narrative:
Internal identifier(s): 056/1-200834063. Patient code: 2337 (transfusion of blood products). Device code: 2204 (device problem unknown). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.